Manufacturer narrative:
This report is submitted on 28 july 2020. Attachment: [175837-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on july 14, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to a post auricular infection and access at the implant site. The electrode array was left insitu in order to preserve the cochlea for future reimplantation.